Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. The reported problem was identified during the event history log review as a system error 2240 (air in line/set). A visual inspection, electrical returned instrument testing evaluation (rite), and functional rite testing and simulated-use testing were performed. No issues that could have caused or contributed to the reported problem were found in the sample evaluation. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified system error. There was no patient involvement. No additional information is available.